Manufacturer narrative:
The device was not returned to the MFR for physical eval. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis pt reported the fluid leak coming from the blue pin (pt connection). The pt's pin bursted and fluid was all over the pt's bed. A peritoneal dialysis registered nurse stated that the pt's effluent remained clear. The pt took one dose of 2g vancomycin prophylactically.